Event description:
It was reported following an angio-seal placement, there was a big "jet" of arterial blood at the puncture site. A predeployement angiogram was not performed. Additional manual compression was applied and the physician felt there was no flow down the leg. An arteriotomy was performed at the puncture site. The physician found the anchor and the collagen intra-arterial; causing a blockage in the blood flow. The patient had no post-operative problems.

Manufacturer narrative:
No product was returned for evaluation. Review of the device record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined; however, the physician found the anchor and the collagen intra-arterial. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also, erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.